Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported it was identified at the line flush appointment today, fluid was pouring out of the insertion site. When the PICC was removed, a hole can be seen at the 5cm point. She had the line in at 39cm and 1cm out. No patient injury, new PICC inserted.